Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller indicated that when the patient was implanted the device suddenly was not working right during the implant so the healthcare provider (hcp) had to wake the patient up to place the leads. Additionally, the caller indicated that the patient's ins flipped inside their body at one point and the patient woke up screaming from the pain. The patient had been going to a pain center since august for issues with pain. The issue was noted to have been sudden in nature, but the patient did not know the date on which the issues began. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.